Event description:
A customer was performing a current leakage test on a lightcycler centrifuge. They found 2,000 micro amps coming from the instrument instead of the expected 20 micro amps. As the customer went to turn the instrument off, they received a shock. The customer was not hurt, the shock was more like a "tingle". The customer will not be using the instrument.

Manufacturer narrative:
A power conditioner was offered to the customer since the equipment exceeded 500 micro amps in the leakage test. The customer does not believe this will be adequate and has requested a replacement instrument. An investigation is in progress to get more info into the incident and instrument involved.